Event description:
(B)(4). I had essure implanted in (B)(6) of 2010 everything seemed ok. I became pregnant with complications. I had him a month early and had a tubal. Since then I have been very fuzzy headed and forgetful. My periods are extremely long heavy and painful. I have many huge clots during and after my period. My hips continually ache and at times radiate down my legs. Always have a dull ache down in my lower abdomen and I believe the dr cut the device when giving me a tubal. I never had an x ray to confirm placement before surgery and not educated and left in the dark about the whole procedure.